Event description:
The user facility reported to terumo cardiovascular systems, that prior to cardiopulmonary bypass, during prime, the shunt sensor leaked. The product was changed out. The surgery was completed successfully. There was < 1cc blood loss.

Manufacturer narrative:
Terumo received the actual sample and visual inspection revealed no anomalies. Performance testing confirmed the complaint, the device leaked. It is most likely that the device was on the lowe end of the adhesive injection volume for the primary adhesive ring, and the technique being used did not allow for the adhesive to optimally disperse around the opening. The device was sufficiently cured to pass through the 100% leak test, but not enough to survive shipping, handling, and temperature/pressure changes. All information has been placed on file with quality management for appropriate tending, tracking, and follow-up.